Event description:
The manufacturer received information alleging particles in device, device has burning smell and strange odor, burning/smoke/electrical odor, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 04, 2024 and section h11 should be reported as: the manufacturer previously received information alleging particles in device, device has burning smell and strange odor, burning/smoke/electrical odor, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside iso (international organisation for standardisation) port, blower housing, bottom enclosure, pca (printed circuit assembly), blower cap, flow manifold, blower, air inlet seal, side panel, right side assembly, and blower outlet bellow. The manufacturer also observed black hairlike contaminant on the top cover, blower cap, pca (printed circuit assembly), bottom enclosure, and blower. And observed an odor, which is consistent with foam degradation. The manufacturer observed the air inlet seal was discoloured and had foam degradation stuck to it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was on the inside of the iso (international organisation for standardisation) port, and in the blower housing. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 20 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report.